Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review was conducted previously on (B)(4) . A batch quantity of (B)(4) was manufactured on march 4, 2017. The DHR review found four unrelated non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the bone to cement and cement to implant interface. It was also reported that there were no falls or adverse events reported by patient. The tibial tray came out with cement on the underneath surface however did not have any on the cone or keel. A depuy cement was used. Do: (B)(6) 2018, dor: (B)(6) 2021, right knee.